Event description:
Major pump unit(s) involved:, additional text:, specific component(s) involved:, additional text:, other component:, causative or contributing factor:, other cause:, intervention(s):, other intervention:, implant device type: lvad, malfunction device type:.

Event description:
Major pump unit(s) involved: unknown. Specify component(s) involved: unknown.